Event description:
It was reported that the external pulse generator "crashed." It was further reported there " was no accurate information" on the event. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis it was noted that the battery level was low, five screws as well as one bail and one bail cover were missing, one bail cover was cracked and the lower part of the display had one line missing. The unit was cleaned and inspected, new screws, bail covers and bail were installed and the unit was tested on the automated test system and passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.